Event description:
Hill-rom rec'd a report from the account stating the right hand side inside rail nurse call button does not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right hand side rail inside nurse call button inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call button to resolve the issue. Based on this information, no further action is required.